Event description:
During ureteroscopy and retrograde, tip from a soft-tip 5 fr ureteral catheter came apart and landed in renal pelvis. Tip was successfully retrieved via basket (snare thru ureteroscope).